Event description:
It is reported that the tip of the lag screw reamer fractured while reaming. The fragment could not be removed and was left in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.